Manufacturer narrative:
The lot complaint history was reviewed, this is the third complaint for the finish goods lot; however, the first for this issue for this lot. The device history record shows the product was released per specifications. No sample has been returned for evaluation; therefore, the condition of the product could not be verified. Visual inspection or functional testing could not be conducted in order to ascertain the failure mode for the consumable device. The root cause of the customer's complaint could not be established as a sample has not been received and the condition of the product could not be verified. Without analysis of the sample, it is not possible to isolate the root cause. As the root cause is unknown, the relationship, if any, of the device to the reported incident cannot be determined. After an investigation of this complaint, it has been determined that no action will be taken at this time as a sample was not returned and a root cause evaluation could not be performed. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. Consumables manufacturing management has been made aware of this complaint through the consumer affairs review meeting. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The customer reported the cassette leaked before surgery. Visual inspection of the device found surgical residue throughout the fluid flow paths including yellow surgical debris in the drain bag. While the customer alleges the event occurred before surgery, the condition of the device suggested otherwise. A crack observed on the irrigation/aspiration (I/a) line was consistent with damage that can occur if the customer over-rotates the luer into the port of the cassette. The I/a manifold was replaced and the sample was tested on a calibrated console and passed functional and performance testing. No fluid leakage was detected. The cassette was also separately tested for leakage utilizing an external pressure source and no leakage was detected. It is noted in the file that the customer did not reprocess or reuse the samples; however, since surgical debris was found in the cassette housing this suggests otherwise. It has been found in lab testing that excessive use of any single use product may contribute to functional breakdown. The direction for use states that the manufacture¿s products are validated for single use only and should not be reprocessed or reused. The root cause of the customer's complaint is related to reuse of the device indicated by surgical residue found during the inspection. No leakage was detected during evaluation of the device. No action will be taken for this occurrence, as the root cause is likely related to customer reuse of the product. Quality assurance will continue to monitor customer complaints via the complaint review meetings, and will take action for any future occurrences as is deemed necessary. Consumables manufacturing has been made aware of this complaint. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the cassette leaked during priming. The product was replaced and procedure completed with no patient harm.